Event description:
On july 28-2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter read inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 11:45am on (B)(6). The patient reported obtaining a blood glucose reading of 75mg/dl on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported not taking any insulin and eating some lunch in response to the 75mg/dl reading. The patient reported obtaining a blood glucose reading of 246mg/dl on the subject meter at 3:15pm and injected 18 units of novorapid insulin. The patient reported obtaining a blood glucose reading of ¿over 300mg/dl¿ at 7:30pm and injected 18 units of novorapid, 60 units of lantus and had dinner. The patient reported that at 2am they woke up with symptoms of ¿sweating and shaking on the whole body¿. The patient reported self-treating these symptoms by consuming a plate of cereal with mile and 2 or 3 teaspoons of sugar. The patient denied testing on any other device at this time. The patient was unable to answer troubleshooting questions as they had already disposed of the subject meter. The patient had already obtained a replacement meter from their doctor. This complaint is being reported as the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.